Event description:
A malfunction alarm was reported with a code labeled malf 9. The customer's blood glucose level was not reported to exceed 500 mg/dl, indicating there was no adverse impact. Technical support helped the customer reset the pump, and after resetting, the malfunction code did not recur. The customer continued using the pump and was advised to contact technical support if the issue occurred again.